Event description:
Info received indicates the head section will not lower when using the CPR lever, but can be lowered using the siderail switch.

Manufacturer narrative:
The technician replaced the CPR valve to repair the bed.